Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt hears a random noise in addition to the normal bearing sensation since (B)(6) 2011. The noise is so loud, that the pt refuses to use the speech processor. It seems to be present only when the speech processor is switched on. Approx 6 weeks ago, the pt fell on a chair and strongly hit the back of his head, but not in the area of the implant. The external parts have been exchanged without success. Testing carried out on (B)(6) 2011 revealed a short circuit between electrode 11 and 12, but not always. Sometime electrode 10 had high impedance. An ent examination did not show anything remarkable. A CT-scan showed normal position of the electrode.